Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the unit was removed from the patient, as it was being disassembled, it chipped off and then was thrown away. No patient consequences have been reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device was fractured along the rails. Nicks and gouges indicative of repeated use were also noted. Review of the device history records identified no deviations or anomalies. The device has an approximate field life of eight years and three months. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. The root cause of the reported issue is attributed to wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.